Manufacturer narrative:
The customer was provided instruction for use and maintenance and requested to call back for further assistance. The customer was then contacted via email on (B)(6) 2016 and indicated that she is a nurse practitioner and was self diagnosed with thrush and had contracted her pediatrician and was prescribed the antibiotic fluconazole. She also indicated that she is getting better. On (B)(6) 2016 the customer emailed and indicated that she had a pump in style breastpump.  It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer reported on (B)(6) 2016 that she needed a different size breastshield as they were rubbing on her nipples. The customer reported at this time that she had thrush.